Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the inspection for use, the high flow insufflation unit displayed a black screen with alarm when starting. No procedure was involved. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer's allegation was not confirmed, however the device could not be turned on due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.